Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between october 7-8, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed the device with fluid inside its bladder but no signs of fluid were observed at the distal luer which suggested possible no flow may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. It was observed that there was no fluid flow after filling the device and the problem was not resolved by applying negative pressure with the tee-junction. This was observed after filling with fluorouracil and normal saline prior to patient use. There was no patient involvement. No additional information is available.